Manufacturer narrative:
G4: 16sep2020. B4: 17sep2020. The customer replaced the touchscreen and the issue was resolved. Submission of a report does not constitute an admission that medical personnel, user facility, importer, distributor, manufacturer, or product caused or contributed to the event.

Manufacturer narrative:
Date of event: (B)(6) 2020. Date of report 27aug2020.

Event description:
It was reported that the ventilator's touchscreen was not calibrating correctly during v60 performance verification testing (pvt). The customer troubleshot with technical support and was advised to replace the touchscreen.